Event description:
Surgeon reports energy error during refractive surgery. No pt harm reported and no additional info provided.

Manufacturer narrative:
During the onsite investigation, the service tech replaced the e4 motor, the ophir and the e4 sensor. Root cause was identified as a faulty energy monitor. (B)(4).